Event description:
On (B)(6) 2019, a 16mm amplatzer septal occluder (aso) was selected for implant. It was not implanted due to mis-sizing. An 18mm aso (lot 6721638) was placed but deployed in a deformed, "cobra-head" shape. The aso was removed and another 18mm aso (same lot, 6721638) was placed but not implanted due to mis-sizing. A fourth, 20mm aso (lot number unknown) was successfully implanted. The patient is reported to be in stable condition.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.